Manufacturer narrative:
Investigation - evaluation a review of the documentation including complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions (mi), quality control and specifications of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. Cook has concluded that sufficient controls are in place to identify the failure mode prior to lot distribution. The risk analysis indicates that the risks associated with the devices are acceptable when weighed against the benefits. The complainant did not provide the device lot number to cook for review. A database search for lots of the device sold to the customer, however, was reviewed and five potential lots (8056933, 8129482, 8337317, 8417965, and 8993098) were identified. A review of the device history record for these lots revealed one related nonconformance on one of the possible components, however, all affected devices were scrapped out prior to release and the issue is inspected 100% during quality control checks. Additionally, no other complaints from these potential lots were found. Therefore, there is no evidence to suggest that there is any nonconforming product in house or in field or that the device was not manufactured to specification. Cook also reviewed the product labeling for the device. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: warnings: "over insertion of the needle and/or dilators may result in serious harm to the patient." Precautions: "this product is intended for use by physicians trained and experienced in percutaneous pleural drainage techniques. Standard techniques for placement of chest tubes should be employed. Manipulation of products requires fluoroscopic, CT scan or ultrasound guidance." Instructions for use: "4. Advance the introducer needle over the superior border of the rub and into the pleural space. Fluid or air should be aspirated to verify an intrapleural position. Warning: over insertion of the needle and/or dilators may result in serious harm to the patient. Note: the needle should be introduced and directed with appropriate orientation inferiorly or superiorly. 5. When the appropriate drainage site has been identified, advance the soft "j" end of the wire guide through the needle and into the pleural space. Note: the wire guide should pass through the needle and advance into the pleural space without resistance. Note: the skin level marker on the distal end of the wire guide can be used as an insertion depth marker on patients with normal anatomy. Note: due to anatomical variations in chest wall thickness, insertion depth of introducer needle, wire guide and dilators will vary from patient to patient. 6. Remove the needle, leaving the wire guide in place. 7. Liberally inject additional local anesthetic into the intercostal muscles surrounding the wire guide. 8. While maintaining the wire guide position, dilate the tract and opening into the pleural space by advancing, in sequence small to large, the supplied dilators over the wire guide. Introduction into the pleural space is facilitated by rotating and advancing the dilators in line with the wire guide to prevent its kinking. Warning: over insertion of the needle and/or dilators may result in serious harm to the patient. Note: it is important to have enough length of wire guide exiting the access site to facilitate controlled introduction of the dilators. The dilators only have to enter the pleural space to their full diameter and should never be advanced beyond the distal end of the wire guide. 9. With the wire guide still positioned within the pleural space, advance the chest tube inserter/chest tube assembly over the wire guide and into the pleural space. Note: if resistance is encountered during chest tube assembly insertion, determine the cause of the resistance and take necessary action to relieve resistance before proceeding. Note: it is important to advance the chest tube assembly into the pleural space in the same line as the wire guide. This will made introduction easier and avoid kinking of the wire guide. Note: the distal end of the chest tube inserter should not be advanced beyond the distal end of the wire guide." How supplied: "upon removal from package, inspect the product to ensure no damage has occurred." Based on the information provided, no product returned, and the results of our investigation, a definitive root cause could not be established. It is possible that the event could be traced to an adverse event related to the procedure. Over-insertion of one or more of the device components possibly contributed to the failure mode, so it is possible that the vascular injury was caused during insertion and/or with manipulation of the device component. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
(B)(6). Occupation: patient safety manager. PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. (B)(4).

Event description:
It was reported that a thal-quick chest tube set was used during a right chest tube insertion procedure on a (B)(6) month old infant in (B)(6) 2019. During the procedure, blood backed up into the chest tube and the patient coded. As the chest was opened, vascular injury was discovered. Patient death was reported and no known autopsy was completed. It was also reported that there was no difficulty inserting the device and that the procedure was done correctly, under observation and in a controlled environment. Additional information has been requested with regards to patient and event details but have not been provided at the time of this report.